Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13995n scorpion-multifire needle was received for investigation. Visual inspection identified breakage at the needle point, with scrape marks visible along the remainder of the needle strip. The thickness of the remainder of the needle strip was assessed using a digital micrometer and was noted to meet design specifications. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or as a result of hitting bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder rotator cuff procedure, the surgeon stated that the first needle was blunt even though it was newly opened. Therefore, he asked for a new needle, however, the same issue occurred as with the second needle. In his last unsuccessful attempt, the tip of the needle was noticed to be broken. The surgeon attempted to retrieve the broken tip but was unsuccessful as the tip was very small and irretrievable. The surgeon was able to completed the procedure by using ar-13991n and by converting to a mini open as the tissue was swollen up due to prolonged surgery. The surgeon was able to flushing the shoulder with copious amount of saline and a third attempt was made to retrieve the broken tip before closure but it was unsuccessful.